Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had oversensing of noise which appeared to be caused by electromagnetic interference. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.